Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced a bit of "blurring" (described by the surgeon as ghosting) and that bright lights appeared to have a line through them. She was informed by her surgeon that she has a significant myopia and that postoperatively, she would still have a moderate degree of myopia. She was not able to get used to this. She was referred to another surgeon who discovered a defect in the lens implant "which travels in a diagonal across the lens" and recommended a lens exchange. The consumer reported the iol was exchanged and her vision has improved but "it is still on as it was before". She also indicated she has had a balance problem for some years and this event has not helped this issue. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info has been requested. (B)(4).